Manufacturer narrative:
Date sent: 12/17/2008. Info was not provided by the initial contact. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a total colectomy procedure, the device was placed in the standard position, but upon closing the handle, there was no crunch heard. The surgeon continued with the firing, but upon removal noticed that some staples remained in the device and the staples that fired were unformed. The distal line of the rectum was somewhat transected, but not completely. Another device was used to complete the procedure. There was no adverse consequence to the pt.